Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "a fluid stratum of exudates diagnosed by ultrasound and mammography". Device remains implanted. This is for the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
The device is not PMA approved.